Event description:
It was reported that a pt sustained a blister to the hip after being scanned in the 1.5t hdx echospeed. The pt contacted the user the day following her scan and asked if she could pop the quarter size blister that was on her hip. She also indicated there were two small red marks on her left hand near where the IV was placed. The pt was sedated at the time of her scan, and had four exams done; 2 head, a cervical and a thoracic exam. In addition, she had a pulse oxymeter attached to the right hand. The pt entered the bore head first with her arms positioned to the side, and ge recommended pads were used during the scan. The facility did not observe any redness to the pt after the scan was completed, nor did they observe the actual blister the pt reported. It is unk if any skin to skin contact took place during the scan but there were no pads used to prevent any skin contact.

Manufacturer narrative:
A ge healthcare field engineer was on site and evaluated the device, he performed universal power monitor (upm) functional checks and found that head output was .1db high. He adjusted and ran the remainder of body and head upm tests all passed. Verified output load with signal noise ratio (snr) tests in both head and body modes. The connectors and dynamic disable boards (ddsb) were inspected and no failures observed. Snr of head and body passed with transmit gain (tg) values of 150 and 140 respectively. The investigation found that ge recommended padding was used on the pt, however there was no any padding to prevent skin to skin contact. Padding between the arms and the body should have also been used. No further actions are planned at this time.